Manufacturer narrative:
Upon return to our post market quality assurance laboratory, the device had no telemetry and a memory download was not able to be performed. The device case was opened to facilitate analysis. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
Approximately 14 years later this device was returned for analysis. It was identified that the device was explanted and replaced approximately one month after entering safety mode. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was in safety mode, limited to one zone, and pacing in vvi mode at 60 pacing pulses per minute (ppm). The device was successfully reprogrammed and remained implanted and in-service. This device was included in prizm safety mode ((B)(6) 2001). No adverse patient effects were reported.